Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was recorded as high and customer administered an insulin injection to address bg. Customer reverted to an alternate method of insulin therapy.